Event description:
On (B) (6) 2009, abbott point of care was contacted by a customer who reported an I-stat 1 analyzer, (B) (4), started smoking while using an I-stat cartridge. No injuries indicated as a result of the analyzer becoming hot to touch.